Manufacturer narrative:
Oshin, o., varcoe, r., wong, j., burrows, s., altaf, n., schlaich, m., ¿ mwipatayi, b. P. (2019). Multivariable analysis of patients with severe persistent postprocedural hypotension after carotid artery stenting. Journal of endovascular therapy, 26(6), 759¿767. Doi: 10.1177/1526602819869929. This article was found during a recent clinical evaluation review/literature search of this device. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are precise pro rx but the catalog and lot numbers are not available. As reported in the literature article by oshin, o., varcoe, r., wong, j., burrows, s., altaf, n., schlaich, m., ¿ mwipatayi, b. P. (2019). Multivariable analysis of patients with severe persistent postprocedural hypotension after carotid artery stenting. Journal of endovascular therapy, 26(6), 759¿767. Doi: 10.1177/1526602819869929, in 26 procedural cases in which the precise pro rx carotid stent was used, persistent postprocedural hypotension (pph) developed. Routine per-protocol treatment of pph consisted of 500 ml of intravenous fluid boluses. The devices will not be returned as they were implanted. The products were not returned for evaluation. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Without the return of the devices for analysis or images for review, the reported customer event could not be confirmed. Hypotension is a known potential adverse event associated with carotid stent implantation. These events are inherent risks associated with the procedure and are not related to the manufacturing process. Hypotension can occur during or after carotid artery stent placement (cas) due to the stretching of the carotid sinus baroreceptors by the balloon and the stent. A conclusive root cause could not be determined. Given the limited information available for review at this time, and without a lot number to conduct a DHR, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device. Therefore, no corrective action will be taken at this time. The exact implant date of the devices are unknown.

Event description:
As reported in the literature article by oshin, o., varcoe, r., wong, j., burrows, s., altaf, n., schlaich, m., ¿ mwipatayi, b. P. (2019). Multivariable analysis of patients with severe persistent postprocedural hypotension after carotid artery stenting. Journal of endovascular therapy, 26(6), 759¿767. Doi: 10.1177/1526602819869929, in 26 procedural cases in which the precise pro rx carotid stent was used, persistent postprocedural hypotension (pph) developed. Routine per-protocol treatment of pph consisted of 500 ml of intravenous fluid boluses. The devices will not be returned as they were implanted.